Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2015 due to fracture of the biomet custom tri-flange locking ring. The surgeon replaced the locking ring and attempted to replace the acetabular liner during the revision; however, the liner would not seat in the tri-flange. A competitor liner was available to complete the procedure and was implanted in the biomet custom tri-flange component.